Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: coils migrated and embedded to the wall / perforation (uterus) / perforation (other) / essure devices had perforated her uterus"), pelvic pain ("pain"), rheumatoid arthritis ("ra") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis, metrorrhagia, increased urinary frequency, ovarian cyst, dysuria, flank pain, drug allergy (zofran, topamax), dyspepsia, microscopic hematuria, bone pain, blood in stool, hiatus hernia and general body pain. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), anxiety ("anxiety") and headache ("headaches"). On (B)(6) 2007, the patient experienced affect lability ("many ups and downs due to hormones / very emotional"). On (B)(6) 2015, the patient experienced cyst ("cyst"). On (B)(6) 2015, the patient experienced hypertonic bladder ("bladder or urinary problems or changes- overactive bladder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses abnormal bleeding ( menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), depression ("depression"), tooth disorder ("dental problems"), neoplasm ("tumor"), vulvovaginal pain ("vaginal pain, pain") and back pain ("back pain, pain"). The patient was treated with tramadol hydrochloride (ultram), naproxen sodium (anaprox), ibuprofen, surgery (underwent a total hysterectomy with unilateral salpingo-oopherectomy), surgery (hysterectomy) and surgery (4 separate cyst removals). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain and abdominal pain lower had resolved, the pelvic pain, rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, depression, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fibromyalgia, dyspareunia, neoplasm, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, alopecia, affect lability, anxiety, cyst, vulvovaginal pain, back pain, hypertonic bladder and headache outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, affect lability, alopecia, anxiety, back pain, bladder disorder, cyst, cystitis, depression, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypertonic bladder, menorrhagia, migraine, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in the essure dates of insertion (previously reported as (B)(6) 2006) and removal (previously reported as (B)(6) 2014, in this report, hysterectomy also reported in the pfs as (B)(6) 2015 and (B)(6) 2016. According to medical records: essure removal, laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy occurred on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, anxirty, urinary tract infection, abdominal pain, uterine perforation. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet was received. Events added from pfs- overactive bladder, headaches, pain. & events onset date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: coils migrated and embedded to the wall / perforation (uterus) / perforation (other) / essure devices had perforated her uterus"), rheumatoid arthritis ("ra") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, endometriosis, metrorrhagia, increased urinary frequency, ovarian cyst, dysuria, flank pain, drug allergy (zofran, topamax), dyspepsia, microscopic hematuria, bone pain, blood in stool, hiatus hernia and general body pain. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6)2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and anxiety ("anxiety"). In 2007, the patient experienced affect lability ("many ups and downs due to hormones / very emotional"). On (B)(6) 2015, the patient experienced cyst ("cyst"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses abnormal bleeding ( menorrhagia)"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), depression ("depression"), tooth disorder ("dental problems"), neoplasm ("tumor"), vulvovaginal pain ("vaginal pain, pain") and back pain ("back pain, pain"). The patient was treated with tramadol hydrochloride (ultram), naproxen sodium (anaprox), ibuprofen, surgery (underwent a total hysterectomy with unilateral salpingo-oopherectomy) and surgery (4 separate cyst removals). Essure (ess205) was removed on 2015. At the time of the report, the uterine perforation, abdominal pain and abdominal pain lower had resolved, the rheumatoid arthritis, genital haemorrhage, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, depression, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fibromyalgia, dyspareunia, neoplasm, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, alopecia, affect lability, anxiety, cyst, vulvovaginal pain and back pain outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, affect lability, alopecia, anxiety, back pain, bladder disorder, cyst, cystitis, depression, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, neoplasm, post-traumatic stress disorder, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in the essure dates of insertion (previously reported as (B)(6) 2006) and removal (previously reported as (B)(6) 2014, in this report, hysterectomy also reported in the pfs as (B)(6) 2015 and (B)(6) 2016. According to medical records: essure removal, laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy occurred on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, anxirty, urinary tract infection, abdominal pain, uterine perforation .. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease, treatment medications, new events genital haemorrhage, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, depression, bladder disorder, urinary tract disorder, migraines/ headache, nausea, tooth disorder, fibromyalgia, rheumatoid arthritis, dyspareunia, neoplasm, visual impairment, eye disorder, fatigue, weight gain, gastrointestinal disorder, alopecia, anxiety, emotional lability, cyst, vulvovaginal pain and back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had perforated her uterus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and uterine perforation to be related to essure (ess205). The reporter commented: since her removal surgery, almost all of patient's symptoms have resolved, though some remain incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.